Event description:
It was reported that during a lung resection procedure the titanium tip was broken during procedure. The breakage piece was retrieved by forceps and was discarded. Changed to another one to complete surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch #: x94e7k. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch/lot. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/7/2022 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip damaged, however, the blade was not cracked. The blade tip was not broken off as reported by the customer. The device was connected to a test handpiece and tested on a (B)(6). The device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. If the device is activated across a clip, staple line, or other metal in the jaws, the blade could get damaged, subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 10/3/2022. This is an analysis of a set of images submitted for evaluation. Image (x94e7k-3.1): the image provided by the customer shows a harh trigger. The batch and serial could be seen as x94e7k, (B)(6) image (x94e7k-3.2): the image provided by the customer shows a harh device with the blade tip broken off. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.